Event description:
It was reported during a breast biopsy, the plastic tip broke off into the patient. The doctor retrieved the plastic tip, tried a second marker, deployed the marker successfully and completed the case with no patient consequence.